Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering basal insulin properly as pump showed 0 units for insulin on board (iob). Tandem technical support (cts) educated customer that iob does not calculate basal delivery and educated customer on the iob feature. Customer continued to alleged pump was not delivering basal insulin as customer experienced continuing elevated blood glucose (value not provided). Customer declined cts's offer to perform a pump system check and declined to provide further information.